Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Lot # is unknown. There is a possible lot # of 4362653. Because the lot # is unconfirmed the expiration date is unknown results: a sample was not returned for evaluation. A photo was received of a contaminated sample with blood in the holder. The cause of the leakage is indeterminate. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using the 23 g x .75 in. Bd vacutainer® push button blood collection set leakage and pooling of blood occured inside of the holder during collection. There was no neeldestick or injury sustained.